Event description:
During a persistent atrial fibrillation procedure, a clot was noted forming on the proximal tip of the ablation catheter via ice. Attempting to pull the clot was unsuccessful and the ablation continued with no reported impact to the patient.

Manufacturer narrative:
One bi-directional, curve f-j, tacticath sensor enabled contact force ablation catheter was received for evaluation. The device met specifications during temperature testing, occlusion testing, and leak testing. In addition, electrode 1 and the tip thermocouple met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported clot remains unknown.